Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
It was reported while assembling the set a day after a procedure, the sales consultant noted the tip of the holding sleeve broke off. It is not known how the tip of the holding sleeve broke off. Reportedly there was no patient and surgeon involved. This is report 1 of 1 for complaint (B)(4).